Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the objective lens peeling off was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope pressure decreased when applying air pressure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive part of the objective lens had peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6). Hospital. (Documented here in it¿s entirety due to character limitations in respective field). The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to a pinhole on the universal cord, water tightness was lost. The following parts had a scratch: the bending section cover, the control unit, the grip, the up/down and left/right angulation lever plates, the forceps elevator, lock engagement lever(sp), the light guide connector, the light guide cover glass, the video connector case, the video connector, and switch 1. The video connector had a crack. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to damage, switch 1 did not work. The adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.